Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillators (crt-d) system experienced infection and sepsis. Subsequently, the patient underwent a replacement procedure, and this system was explanted. A new pacemaker was used as an external temporary pacing system. No additional adverse patient effects were reported.